Event description:
The hospital reportedly noted during a case that the unit provided visual alarms, however, audible alarms were not functional. There was no reported patient injury.

Manufacturer narrative:
Exact date of reported event is unknown.